Event description:
Related manufacturer reference number: 2017865-2022-11098; related manufacturer reference number: 2017865-2022-11099. It was reported that the patient presented with an infection. It was noted that the device was eroding through the skin. The entire system was explanted. The patient was in stable condition.